Event description:
The sales rep report that the surgeon claims: the patient says he felt a break from a standing position.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.